Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, the information on race and ethnicity and relevant history were not provided.

Event description:
It was reported that a bubble formed in the pump segment close to upper fitment, during an infusion of propofol. There was no patient harm. The customer provided photos of the involved product.

Event description:
It was reported that a bubble formed in the pump segment close to upper fitment, during an infusion of propofol. Follow up confirmed that there was no patient harm or impact as a result of this event. Further, the customer provided photos of the involved product.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer¿s report that the IV tubing set ballooned was confirmed. The customer provided photo also confirms the ballooned in the silicone segment. The used set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. White liquid was observed within the tubing from the drip chamber to the end of the male luer. During visual inspection it was noted that the silicone segment tubing had a balloon bulge near the upper fitment. Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown.